Event description:
It was reported that the customer had "a product quality complaint about some oxysept 1 step for contact lenses". Through follow up, we learned that the customer experienced an "aggressive burning sensation headache, red eyes and pain in the eyes" post use of this product. Consultation by an optician revealed that there was damage to the top layer of their eye. Eye drops that needed to be administered every hour were prescribed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: not applicable, the suspect product is not an implantable device. Section d6b - explant date: not applicable, the suspect product is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the consumer eye health product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - device code(s) - 3191: no code available (other-physical) attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 18-feb-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: a visual inspection was conducted on the returned product. There were no signs of use for the complaint product, or the user only used the bottle solution without the tablets. A chemical testing including items of appearance, ph, tablet neutralization and dissolution of 9081x and hydrogen peroxide assay were performed, and all test items meet product specification. No device problem was identified. The labeling of the suspect product carton and the labeling of directions for use as well as the label of the returned product were reviewed. Each have provided the customer with adequate usage instructions that are highlighted on the labeling. No labeling change was required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.